Event description:
Ambu bag was connected to o2 at wall outlet in delivery room. Infant was to be hand carried to nursery, so o2 line was disconnected from the wall to connect to portable tank. An o2 tubing additional to the one delivered with the product was erroneously connected to the resuscitator pressure monitor port (instead of connecting to the oxygen nipple). The incident resulted in a pneumothorax. Pt condition is fine and doing well now.